Manufacturer narrative:
The information submitted reflects all relevant data received. This report is based in-part on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the full lead was returned, analyzed and an issue was found with the connector. It was noted that the distal conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the inner insulation was kinked/buckled, the outer tubing overlay was melted, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was a non-electrical miscellaneous finding on the tip electrode. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead was extracted and replaced due to a rise in pacing threshold and intermittent capture noted at 4 volts. No patient complications were reported as a result of this event. The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification.

Event description:
It was reported that the lead was extracted and replaced due to a rise in pacing threshold and intermittent capture noted at 4 volts. No patient complications were reported as a result of this event.